Event description:
The patient¿s attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received. Per additional information received via medical records on (B)(6) 2022, the patient has experienced pelvic floor pain, myalgia, pelvic and perineal pain, overactive bladder, vaginal pain, urinary urgency with urge incontinence, extruded vaginal mesh, mesh erosion, hypertension, constipation/defecation dysfunction, mild rectocele. Recurrent cystitis, urinary tract infection, bladder discomfort, vaginal atrophy, voiding dysfunction and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The reported event could not be confirmed. The product family and lot number are unknown. No sample was returned for investigation. No review or conclusions could be made regarding the alleged deficiencies. The product family for this women¿s healthcare product is unknown, and no sample was returned for investigation. No review or conclusions could be made regarding the alleged deficiencies. The product family for this women¿s healthcare product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the women¿s health product ifus are found to be adequate based on past reviews.

Event description:
Per additional information received via medical records on 22apr2024, the patient had experienced pinching pain, mesh erosion , urgency incontinence, acute lower urinary tract infection, dysphagia and rectal hemorrhage, dysuria and frequency, acute gastritis and reflux esophagitis, bladder stones, pelvic pain, vesicovaginal fistula, abdominal pain, nocturia, cystitis, small rectocele, urinary retention, bladder discomfort, vaginal discharge and odor, constipation, vaginal pain, vaginal atrophy and required additional surgical non-surgical treatment.

Manufacturer narrative:
Based on the information received from medical records on11-apr-2024, a complaint was created against unknown women¿s health product for pcn z48? For allegation against mesh that was implanted in 2014, but was unknown about the product details. However, as per review of medical records received on 22-apr-2024, it was found that a gynecare mesh was implanted in (B)(6) 2014 and other information related to unknown mesh implanted in 2014 was not provided. Hence this belong to gynecare mesh ethicon product and does not belong to bard product. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.